Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, brown particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: five striated openings on anterior and radius, a sharp opening on posterior, and sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: five striated openings on anterior and radius assessed as surgical damage. A sharp opening on posterior assessed as unidentified (tear) opening. Sharp broken on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a, d1, d2, d4, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted